Event description:
During the atrial fibrillation procedure, there was a blood leak. The introducer was replaced and the procedure was completed with no adverse consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.